Manufacturer narrative:
The lot was manufactured january 30, 2018 - february 1, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume infusor ruptured. The device was manually filled using an unspecified syringe. There was no patient involvement. No additional information is available.